Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion the reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 189mg/dl at the time of the incident. The customer was unsure if the leak was past the second o-ring but stated that insulin pump smelled like insulin. Customer stated that the insulin was visible in the piston. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.